Event description:
The sales rep. Reported though our kit booking specialist, an event of breakage of the product involved. The surgeon completed the procedure with another device. No delay in the procedure no adverse consequences reported by the customer.

Manufacturer narrative:
Eval summary: item was discarded by the hospital. The item was documented as faultless prior to distribution and has been in use for a long time (more than 1 yr) we pre-suppose that the lag screwdriver had fulfilled its tasks in former surgeries as intended. Deviations in the mfg documents were not found. The device was not available for investigation. Thus examination of the device itself could not be carried out. But we have learned from previous complaints that the device can break at the driving end in case that extreme force is applied in counter clockwise direction during removal of the lag screw. The file will be closed in accordance to internal procedure and could be reopened when further info becomes available.